Event description:
Caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller on how to better press the button and assisted them in removing the pump case. However, as the button remained difficult to press. Customer continued to use the pump for insulin delivery.